Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop broke inside the patient's colon, but no pieces detached. Upon inspection, it was noted that the two separated ends appeared burnt. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the sheath to be kinked, and the loop was broken and burnt. Scanning electron microscopy (sem) was used to visualize the two broken ends. Both samples exhibited evidence of molten material, indicating the device was subjected to a temperature higher than the melting point of the wire. The condition of the returned device was consistent with the complaint that the snare loop broke and appeared burnt; the complaint was confirmed. As sem analysis confirmed the device was subjected to excessive electrical current, the most probable root cause of this event is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop broke inside the patient's colon, but no pieces detached. Upon inspection, it was noted that the two separated ends appeared burnt. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4): loop broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.